Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found item assigned to bin 01 09 with no failed drawers identified in the populate buttons view. A review of the windows event logs showed a relevant cubex application event (event ID 0, source: cubex, version 2.5.1.4) at the reported time. Then the tss observed that customer was logging back on the cubex application and successfully issuing the item this time. Also advised customer to log off/on the cubex application next time to be able to issue the item. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue the medication (hydrocodon-apap 5/325mg) and drawer was unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.